Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, the investigation determined that the reported difficulties were related to case circumstances, as the difficulty retrieving the filter was due to an excessive embolic load. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number: e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the superficial femoral artery (sfa). During removal of the emboshield nav 6 filter into the retrieval catheter, there was resistance as the filter was full of tissue. The filter and the retrieval catheter were removed together. There was no adverse patient effect and not clinically significant delay in the procedure. No additional information was provided.